Event description:
(B)(6) reported the following event: during a pediatric distraction procedure the tip of the flexible distraction arm (04.315.132) broke off during the activation of the instrument before use on the patient. The fragment was retrieved and discarded. The surgeon utilized another distraction construct for the patient to complete the procedure. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is unavailable. Date of event is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The initial complaint was reviewed and found not reportable. Not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death. Should further information become available this determination will be reviewed accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.